Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens had to be refolded due to any eye movement of the pt and this caused a scratch in the middle of the optic. The scratch was not noticed immediately. The surgeon reported that when she did notice the scratch, she decided to leave it implanted as she felt the risk or removing the lens was greater than the risk related to the scratch. Postoperatively, the pt is experiencing "a lot of problems" with light which she indicated as being worse than before the surgery. Additional information was received form a hospital staff who reported that the lens came out bottom side up which was loaded by an inexperienced emergency room assistant.

Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results form the product and batch history record, the product met release criteria. There have been no other complaints for this lot. Additional information has been requested and received. (B)(4).